Event description:
Following an MRI scan, the device was observed to be in backup mode with no high voltage support available due to an environmental compatibility problem. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.